Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the air was leaking from air hose. There was a delay of 10 minutes to obtain new equipment, with no harm reported. Event occurred during case testing. Leak in air hose found when tested on the sterile field prior to use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. The device history record and previous repair record for zimmer air dermatome serial number: (B)(6) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all service on serial number: (B)(6) prior to 4 june 2019, the device was noted to have been previously serviced eleven times, the last service being for preventative maintenance reported on 14 july 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On 4 june 2019, it was reported that air was leaking from a dermatome air hose. The customer returned a zimmer air dermatome serial number: (B)(6) as well as the air hose used with the device for evaluation. Evaluation of the device on 17 june 2019 noted that the air hose leaked when attached to the dermatome. Upon further evaluation, the swivel o-ring and width plate screws were found to have been worn. The device was noted to have been within calibration specifications at all settings. Repair of the device occurred the same day and involved replacing the swivel o-ring, the returned air hose, and the width plate screws. The technician then tested and verified that the dermatome was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that air was leaking from the dermatome while using the hose returned from the customer, it cannot be determined from the information provided as to what caused the air hose to leak. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.